Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been getting no delivery alarms on the insulin pump. Customer stated that she has had 7 no delivery alarm since receiving the replacement pump. The alarms have been occurring during basal, bolus, and the fill tubing process. Customer does a complete set change and starts over. Customer's blood glucose level was 289 mg/dl. Customer stated that the complete set change resolved the alarm. Customer is no longer receiving any alarms. Customer does not want to return the set or reservoir for analysis. Customer was advised to monitor the pump and set/reservoir. No further assistance needed.